Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) in both eyes. It was noted there was more dlk observed on the right eye than the left eye. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of transient light sensitivity syndrome and was difficult with the eye drops. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 .00 x -1.50 x 6, left eye pre-op 20/20 .00 x -1.00 x 14. Bcva from (B)(6) 2018: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
In the narrative it was said patient had loss of best corrected visual acuity (bcva) however, this statement is not accurate. The patient had no loss of bcva; in fact post procedure patient had better bcva. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.